Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged swivelock®, ar-2323bcc, batch 15441407, was received for investigation. Visual inspection noted that the anchor was fractured. The eyelet was not returned for evaluation. Functional testing was not performed due to the damage to the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, was not provided. Most likely cause is attributed to misuse, which may include: improper bone preparation. Misaligned insertion. Prying or leveraging the screw during insertion. The complaint allegation is confirmed. Refer to the attached investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff refixation surgery the swivelock broke during insertion. The eyelet pushed straight through the screw. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update cmackenbach 02-oct-25: further information was provided that no broken parts were left inside the patient.